Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular. Patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. Fiducials were place before the hydrogel injection. The patient was asymptomatic after the procedure and started his stereotactic body radiation therapy (sbrt). One month later the gastroenterologist said that the patient started having symptoms and that the patient had a new ulcer that had not been seen previously. The patient's physician thought the ulcer may be related to the spaceoar injection, since the stereotactic body radiation therapy (sbrt) plan was fine. The patient's gastroenterologist put him on mesalamine and supportive care. At time of this report the patient has been out from radiation treatment for about 2-3 months. It was suggested the patient will be in hyperbaric oxygen if his pain does not improve. The patient's physician reported later the patient was having "silicone-like output" in his bowel movements and severe painful spams. The hypothesis for this event was "there was an ulceration of the hydrogel through the mucosa causing this pain" therefore it was recommended to put the patient in stools softeners and anti-spasmodic to help with discomfort. No further information has been obtained despite good faith efforts.